Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the device was exhibiting premature battery depletion. Device replacement within ninety days was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.